Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4.1 failure with pockets not mapped. A field service engineer (fse) powered down the device, inspected the drawer, reseated all connections, and verified latch and sensor functionality. Post-repair testing was performed using the hardware test application, confirming drawer 4.1 was functioning properly and the device was online and communicating. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es medsurg main drawer 4.1 experienced failure with errors indicated multiple cubies detected on the bus. Several single cubie pockets showed multiple cubie failures. Troubleshooting was attempted; however, cubies could not be successfully reinstalled, and the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.